Manufacturer narrative:
During use of the 5f mynx control vascular closure device (vcd), the balloon popped on the calcium as the device was being pulled back to achieve temporary hemostasis. There was calcium in the femoral artery. There was no reported patient injury. After the balloon popped, the device was removed, and manual pressure was applied to achieve hemostasis. The device was not returned for analysis. A product history record (phr) review of lot f1921803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control balloon loss of pressure in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, access site vessel characteristics, (balloon popped on calcium) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon, as reported by the customer. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynx control vascular closure device, the balloon popped on the calcium as the device was being pulled back to get temporary hemostasis. There was no patient injury. After the balloon popped, the device was removed and manual pressure was administered to achieve hemostasis. There was calcium in the femoral artery.